Event description:
Additional information from that patient's health care provider (hcp) showed the cause of the event was that the patient lost their patient programmer after surgery and was unable to turn their device on post operatively. Once the patient programmer was found, the patient was able to turn stimulation back on and the device was "working well."

Event description:
It was reported that the patient had a loss of therapeutic effect and he was unable to adjust any of his programs. The problem occurred following an unrelated hip replacement surgery on (B)(6) 2012. It was believed that the device was turned off prior to the surgery as the patient did not bring any of his equipment. The patient had been in rehab for one week prior to the report and could not adjust his stimulation. Additional information received on (B)(6) 2012 reported that the patient had not been seen in this particular health care provider's office since (B)(6) 2011. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 283350001, implanted: (B)(6) 2011. Product type: accessory. (B)(4).